Event description:
A malfunction on the pump was reported, but there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support again if any malfunction codes reappeared.